Event description:
It was reported to technical services on (B)(6) 2012, that this fidelis lead broke. And would be explanted. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).